Event description:
During a right shoulder total arthroplasty, a biomet flexible drill shaft broke while in use. It caused minimal damage which did not alter the surgery. The item was intact with no pieces missing (verified by the company rep and the scrub nurse).